Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the o2 sensor exceeding life expectancy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the o2 sensor as precautionary measure. The se performed extended self-testing on the device and all tests passed.